Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.

Event description:
Customer reported receiving suspected false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer tested negative on (B)(6) 2022 with a covid-19 rapid test (brand/manufacturer not specified). Customer states a sars-cov-2 pcr test was performed as well on (B)(6) 2022, however, the result was not provided. No further information was provided regarding these false positive result.